Event description:
It was reported the pt had been experiencing a loss of coverage of their pain. The pt underwent replacement of their leads in may. The pt still had a loss of effect. The pt's stimulator battery had completely discharged on several occasions. It was reported the ipg would shut off and would not charge. In june, the pt had surgery to replace the ipg. Intraoperatively, the impedances were tested. The readings were >3600 ohms after the ipg had been exchanged. Electrodes 0,2,9, and 11 were out of range. All other readings were in range. The extension was removed and the leads were retested. The lead impedances were good after the extension was removed. The extensions were replaced. The pt status was good following the replacement of the ipg and extensions.

Manufacturer narrative:
.